Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the customer had an incorrect part number for a user interface (ui) assembly. Per good faith effort (gfe) response, the remote service engineer (rse) indicated that the device may have had a dim screen as the customer had a first-generation liquid crystal display (lcd) installed. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to inform that the customer had an incorrect part number for a user interface (ui) assembly. The rse provided the customer with the correct part information, but the customer did not know the reason for the part requested since the customer is in purchasing. Per good faith effort (gfe) response, however, the remote service engineer (rse) indicated that the device may have had a dim screen as the customer had a first-generation liquid crystal display (lcd) installed. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further case information regarding the evaluation and repair; however, no response was received, and the malfunction could not be confirmed. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.